Manufacturer narrative:
(B)(4) date sent to the FDA: 1/6/2017. (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the condition of the renal vein tissue the suture was used on? What situation prompted the use of this suture during nephrectomy? Can you describe how did the needle pull off during the procedure? Was the needle visualized on the imaging studies? What tissue does the surgeon opine that the needle is retained in? What size of needle is retained in the patient (in cm)? Do you have any plans to remove the needle/ pieces at a future date? Was the rationale to convert the procedure to open to search for the needle piece? What is the surgeon opinion of the consequence to the patient if needle is retained? Do you have the other half of the suture/ needle that was not retained for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a nephrectomy procedure on (B)(6) 2016 and suture was used. During surgery, at the suture of the renal vein, the needle detached. It was reported that after visual exploration, palpatory, with washing technique of abdominal cavity, and imaging control, the needle was retained in the patient. The procedure was converted to open. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained:what was the condition of the renal vein tissue the suture was used on? Ni. What situation prompted the use of this suture during nephrectomy? Always use it. Can you describe how did the needle pull off during the procedure? No. Was the needle visualized on the imaging studies? No. What tissue does the surgeon opine that the needle is retained in? Ni. What size of needle is retained in the patient (in cm)? Ni. Do you have any plans to remove the needle/ pieces at a future date? Ni. Was the rationale to convert the procedure to open to search for the needle ni. What is the surgeon opinion of the consequence to the patient if needle is retained? Ni. Do you have the other half of the suture/ needle that was not retained for evaluation? No. What is the current condition of the patient? The patient is fine.